Manufacturer narrative:
(B)(4). Pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify unexpected battery power loss or replace battery now alarm, low battery alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer reported that firstly they did received low battery alert prior to replace battery alert however, at second occurrence also they were received low battery alert before replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.